Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The patient's symptoms were itching, redness and discomfort. The physician does not feel the infection was device related and is unsure if the infection was procedure related. The patient was administered oral antibiotics and is reportedly doing well.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The patient's symptoms were itching, redness and discomfort. The physician does not feel the infection was device related and is unsure if the infection was procedure related. The patient was administered oral antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm; model # sc-3138-35, serial # (B)(4), description: scs phiii ext 35cm.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.